Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, the speaker was defective. It was determined that the device was sent to a third party before the philips bench. The customer was advised that the only option was to purchase a replacement device. The customer was provided part number and pricing for a replacement device.

Event description:
The issue was identified during evaluation at bench repair. During evaluation at bench repair the device did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.